Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter stated that a call service alarm had occurred 3 or more times in 3 days. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the black box showed call service alarms on (B)(6) 2014. The returned battery cap and cartridge cap were used to complete the investigation with no related issues observed. The battery compartment was observed to be cracked from the case seal up to the bumper grip. There were no call service alarms or any other warning occurrences during the investigation; the product performed within specifications. Product analysis was unable to duplicate the initial call service alarm complaint. The pump cover was removed for further investigation and no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.